Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique, pyrexia and bacterial peritonitis with culture positive for staphylococcus coagulaza negative in a (B)(6) male patient coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2009, the patient began treatment with dianeal unknown and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient developed bacterial peritonitis. On an unreported date, the patient was hospitalized due to clinical signs of acute peritonitis (pyrexia and cloudy effluent). The severity for the event of bacterial peritonitis was reported as severe. From (B)(6) 2010, the patient received remedial treatment with "vancomycin" 2 grams ip, mirocef (ceftazidime) 1 gram once a day ("1x1") ip and kefzol (cefazolin) 300 mg four times a day ("x4") ip for the event of peritonitis. On an unreported date, the patient recovered from the bacterial peritonitis with culture positive for staphylococcus coagulaza negative, and the event of pyrexia. The outcome for the event of break in aseptic technique was not reported. The action taken with dianeal unknown and extraneal viaflex therapies were not reported. The physician reported the events of pyrexia and bacterial peritonitis with culture positive for staphylococcus coagulaza negative were unrelated to dianeal unknown and extraneal viaflex. The physician did not provide an opinion of causality for the event of break in aseptic technique. The physician reported that the root cause of the bacterial peritonitis and pyrexia was a break in aseptic technique.